Event description:
It is alleged that the patient received a gunther tulip filter on (B)(6) 2012. The patient alleges to have been injured without further explanation.

Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right jugular vein due to high risk for deep vein thrombosis (dvt). Patient is alleging vena cava perforation. The patient further alleges ¿significant mental and physical pain and suffering, severe and permanent injuries requiring past and future medical treatment and resulting in disability, impairment, loss of enjoyment of life, loss of care, comfort, and incurred financial or economic loss, including, but not limited to, obligations for medical expenses and other damages.¿

Manufacturer narrative:
This event has been reported by the manufacturer under MDR# 3002808486-2019-01143.